Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the cable from ECG c to ECG d. The root cause of the shorted wires cannot be positively identified, but appears to be misuse. Strain placed on the cable may have caused the wires to break. The electrode belt was repaired, retested and restocked. The electrode belt cable was fixed. No adverse event resulted from the defective electrode belt cable. The patient received a replacement electrode belt.

Event description:
The recent download from a (B) (6) male patient revealed several "multiple axis timeout" flags. Support reviewed the corresponding manual recordings and none of them show a good heart rate. Support contacted the patient and sent the patient a replacement electrode belt.